Manufacturer narrative:
A visual examination of the returned guidewire revealed that some segments of the distal tip coating were peeled, exposing the corewire by approximately 2.2cm. The core wire tip was not exposed. Presence of adhesive remnants were found. The distal tip coating had puncture damage and straight cuts which were consistent with mechanical cutting. The core wire was bent at approximately 2.7cm from the distal tip. Sanding marks were found on the core wire. The complaint is not consistent with the returned guidewire since the distal tip was peeled and the corewire tip was not exposed. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic tip detached exposing the tip of the metal corewire. The tip detached in the duodenum and was not retrieved. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic tip detached exposing the tip of the metal corewire. The tip detached in the duodenum and was not retrieved. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.